Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient was experiencing symptoms of hyperglycemia; however, no physical symptoms were reported. The patient¿s cgm was reading low mg/dl. The patient went to the emergency room (ER) due to her cgm reading not matching the symptoms she was feeling. At the ER, the patient¿s cgm was reading low mg/dl and the bg meter was reading 400 mg/dl. No additional event details were available. Attempts to reach the patient for further event details were unsuccessful. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.